Event description:
The customer reports that they are experiencing mis-appropriation of sample bar code numbers when samples are presented in a sample rack. Sample bar codes are being read by the bar code reader and have not been manually assigned via the offline rack. A rack with a sample is presented to the analyzer and run for all tests. Later, this rack is removed from the analyzer and another rack is presented with a new sample with a different bar code. This new sample is incorrectly assigned the bar code from the previously run sample. When the rack is removed and reintroduced, the correct bar code is read and assigned to the sample. Rebooting clears the problem temporarily. The bar code reader has been replaced on the analyzer, but the problem persists post bar code reader replacement. There was no impact to pt treatment reported.

Manufacturer narrative:
The complaint is under investigation and a follow-up report will be submitted once complete.